Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced low blood glucose after starting on the system, with a nadir of 46 mg/dl and subsequent readings of 66 mg/dl and 74 mg/dl, after missing a breakfast meal announcement and later entering a lunch ¿usual¿ while the algorithm was correcting, which contributed to hypoglycemia. Symptoms included feeling hot, sweaty, and very tired. Outcomes included self-treatment with oral glucose tablets and food, without medical intervention or hospitalization. Investigation included review of device data and user-reported history, along with troubleshooting and education regarding meal announcements and hypoglycemia treatment. Investigation of this case revealed user-related factors, specifically a missed meal announcement and a subsequent meal announcement during correction early in adaptation, which led to excess insulin relative to need. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices during early learning.